Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2021, the driving cap/threaded broke off inside with the piece of it still inside of the hybrid insertion handle. It is unknown if fragments were generated. There were no broken fragments retained in the patient. There was no surgical delay reported. The surgery was successfully completed. The case complete and no delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 2 (B)(4).